Manufacturer narrative:
Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on january 04, 2024. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and silicone damage was observed on the top and bottom cover of the device as well as dislodged electrode ground. These are believed to have occurred during revision surgery. Photographic imaging inspection confirmed broken wire and a missing electrode. This is believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis of the electrode array revealed broken wires near the electrode ground ring which exhibits fatigue breaks. The device passed the mechanical tests performed. Sem inspection revealed broken wires near the electrode ground ring inside the coil electrode ground bundle. It is believed that the breaks caused the poor performance reported. An internal corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced poor performance and open electrodes. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.